Event description:
The account stated that platelet qc was out of range high on their cd3200 sl analyzer. They were not using this analyzer for patient testing as they were still performing correlations. They stated that they had calibrated the analyzer with cell-dyn 22 calibrator lot 3100.

Manufacturer narrative:
On-market instability for platelets with cell-dyn 22 calibrator lots 3098 and 3099 is being experienced. The calibrator could read higher by at least 10% on the cell-dyn ruby and as much as 22% on the cell-dyn 3200. If this calibrator is used and the calibration factor on the instrument is adjusted, a negative platelet sample bias could result. As a precaution, lot 3100 was also removed from use. Investigation into the cause of this instability is in progress. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.